Event description:
On (B)(6) 2012, the lay-user/patient's pharmacist contacted lifescan from (B)(6) alleging an error 4 message issue with the one touch verio pro meter. The patient's pharmacist did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient's pharmacist claimed the meter had an error 4 message issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient's pharmacist did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Follow-up # 2 ((B)(4))-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the error could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Supplemental # 1 12/4/2012, the test strips were tested on (B)(4) 2012 and failed testing it was noted that when testing with a control solution error 4 was observed.

Manufacturer narrative:
The meter and test strips have been returned to lifescan (lfs) for evaluation. The evaluation of the products has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed.